Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I m 3 weeks pos op, chronic pelvic pain') in an adult female patient who had essure (batch no. E24124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nickel sensitivity and varicosity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), breast mass ("breast lump") and breast cyst ("breast cyst") and was found to have weight decreased ("I m down 10 lbs since removal"). The patient was treated with surgery (total abdominal hysterectomy, bilateral partial). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, breast pain, breast mass and weight decreased outcome was unknown and the breast cyst had not resolved. The reporter considered breast cyst, breast mass, breast pain, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes. Hysterectomy and bilateral tubal ligation: uterus: cervix: parakeratosis and mild chronic cervicitis. Endometrium: late secretory phase. Myometrium no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tubes, bilateral: 1. Chronic inflammation and fibrosis. 2. Medical device see gross description. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight loss . Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: lot number was added. Event medical device removal was updated as pelvic pain. Lab data,medical history, patient dob and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I m 3 weeks pos op, chronic pelvic pain') in an adult female patient who had essure (batch no. E24124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nickel sensitivity and varicosity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), breast mass ("breast lump") and breast cyst ("breast cyst") and was found to have weight decreased ("I m down 10 lbs since removal"). The patient was treated with surgery (total abdominal hysterectomy, bilateral partial). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, breast pain, breast mass and weight decreased outcome was unknown and the breast cyst had not resolved. The reporter considered breast cyst, breast mass, breast pain, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: uterus and bilateral fallopian tubes. Hysterectomy and bilateral tubal ligation: uterus: cervix: parakeratosis and mild chronic cervicitis. Endometrium: late secretory phase. Myometrium no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tubes, bilateral: 1. Chronic inflammation and fibrosis. 2. Medical device see gross description. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m 3 weeks pos op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced breast pain ("breast pain"), breast mass ("breast lump") and breast cyst ("breast cyst") and was found to have weight decreased ("I m down 10 lbs since removal"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, breast pain, breast mass and weight decreased outcome was unknown and the breast cyst had not resolved. The reporter considered breast cyst, breast mass, breast pain, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event im 3 weeks post op, I m down 10 lbs since removal were added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.